Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms on the system controller (serial number (B)(6)) was confirmed via log file analysis. Relevant data from the reported event date of 13feb2026 was reviewed. The log file captured backup battery fault alarms active which were caused by the backup battery not passing its load test. The alarms resolved after it appeared that a self-test was completed. Submitted log files also captured data consistent with the report of a system controller exchange taking place. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. Available information provided that the system controller was exchanged and there were no further alarms. No products were returned for further evaluation. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. Section 2 also includes how to uninstall/reinstall the backup battery if replacement is ever necessary. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the yellow wrench alarm was displayed along with "call hospital contact: battery backup fault¿ on the patient's system controller. Log files were submitted which captured emergency backup battery (ebb) faults on (B)(6) 2026 due to the ebb failing the load test. There were no other unusual events recorded in the log file event history. The controller was replaced and there were no further alarms. It was noted that the log files from the new controller contains about 5 minutes of new data and the data was unremarkable.